Event description:
It was reported that the patient was in a car wreck and believed her stimulator to be shattered. The patient's hip area was swollen and very sore to the touch. The stimulator was shooting pains up and down the patient's spine, legs and was shocking the patient. Additional information received reported that the existing lead was taken out and a new one was placed on the right side. The patient was receiving a good response.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that reported the patient's lead had moved due to a fall, but was functioning correctly. The lead was replaced and the patient was reported to be doing well and receiving effective therapy.

Manufacturer narrative:
Patient programmer model 3037 serial # (B)(4) implanted: na explanted: na tined lead model 3093 lot # v178636 implanted: (B)(6) 2008 explanted: unk.